Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating on (B)(6) 2019, the device was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The device was received for analysis and no telemetry was available as the device was at end of life (eol). Session records were unable to be obtained since the device was at eol. The session records were requested from the field but were not received. The device was cut open and high current drain was observed. The hybrid module was tested; however, no high current or anomalies were observed. Further analysis found a hybrid anomaly consistent with a hardware latch-up condition. The anomaly could not be reproduced during testing, despite extensive efforts. The device projected longevity is 9.26 years, based on field settings, and device was implanted for 3.26 years, which is considered premature battery depletion. The reported event of failure to interrogate was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there device was unable to be interrogated. A magnet was place over the device to re-calibrate, and interrogation with multiple other programmers was attempted but still no telemetry could be established. Technical support suggested device explant, but no intervention was performed to resolve the event and the patient was stable. Further information was requested but none was received.